Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose, change sensor and calibration not accepted. The customer¿s sensor glucose value was 26 mg/dl while blood glucose value was 179 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7020la. Mmt-7020la was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.